Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The device's event log showed that the pump's settings and patient data was lost. The customer's stated problem was verified. Inspected the pump and during power up it alarmed "pump setting and patient data lost." Further investigation of the pump determined that a faulty microprocessor board was the cause of the issue. The microprocessor board will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump lost its data during testing. No patient was involved in this event. No adverse effects were reported.